Manufacturer narrative:
The investigation is currently in progress. A follow up report will be submitted when the investigation is complete. A second device used in the same procedure was filed under MDR 2032380-2011-00008. (B)(4).

Event description:
On (B)(6), 2011, it was reported to arthrocare that a patient underwent an arthroscopic rotator cuff repair procedure on (B)(6) 2011, using two opus speedscrew 5.5 implants. The white and green snare lines, which are preloaded in the inserter handle of the implant, became loose when screwing the implant into place. To complete the repair, the surgeon reverted to a mini-open procedure. The surgery was completed without further incident and without patient injury.